Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the prodcut was reported with the issue of light does not turn on prior to a procedure. A new blade was used to successfully complete the procedure." No negative impact in state of health reported.